Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the battery and adapter were connected properly with the idrive handle and the self test was done. Then, prior to test of opening and closing of jaws, an abnormal sound was heard. The opening and closing of jaws was confirmed, and all green indicator lights were illuminated. When the doctor tried to close the jaws, an abnormal sound was heard again and the device would not work. After pressing the button several times, the jaws were closed. Another handle and adapter were used to complete the procedure. Operating time was not extended. There was no patient harm. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Device (B)(4) was returned on (B)(6) 2015. Device evaluation: this report is based on information provided by an engineering evaluation. One idrive ultra powered handle 1 was received for evaluation. The device powered up and attempted to calibrate. The calibration stopped and a blinking green light was displayed above the handle icon. To further evaluate the reported condition the unit was tested in a similar manner to other units returned with a drive motor error code, which is an error that occurs when there is a fault in drive motor calibration during the post (power on self test). The observed condition was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A corrective action has been implemented. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture.